Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. There was no unexpected number ramping or scroll bar moving with no input noted. Analysis was unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/ compromised force sensor test and the excessive no delivery test due to no button response. The pump had a scratched display window, cracked reservoir tube and a missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the pump had a keypad anomaly and high blood glucose. The blood glucose at the time of the incident was 259 mg/dl. The customer state he was trying to bolus when the numbers began to scrolling, and the numbers ware ramping. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.